Event description:
It was reported that the device was found to have constant safety pacing. It was also reported that the p waves were hard to see and were not measuring consistently on the atrial lead. The device was removed and replaced due to normal battery depletion. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.